Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that massive bleeding in the mediastinum occurred on (B)(6) 2020 related to surgery. Between four and eight units of packed red blood cells were transfused. The patient was on warfarin at the time of the bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flow alarms recorded. The doctors are considering updating the patient's software for low flow alarms. The patient had no symptoms. Upon review of the log files technical services noted low flows with high pi reading which seem to be physiological in nature. The patient had a patent foramen ovale (pfo) closure on (B)(6) 2020 and an atrioventricular closure on (B)(6) 2020. The patient is asymptomatic but still has frequent low flow alarms.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from (B)(6), 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on (B)(6) 2022. This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Section e: this event occurred at (B)(6) , japan. Additional information to the manufacturer's investigation conclusion: the IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The hm3 lvas pocket guides to alarms for patients, and clinicians, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022, the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After weaning the left ventricular assist device (lvad), a patent foramen ovale became apparent and symptoms of heart failure due to left and right shunts were exhibited. The patent foramen ovale was closed in surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient was having multiple low flow alarms. The patient had a patent foramen ovale (pfo) closure on 23sep2020 and an aortic valve (av) closure on 09oct2020. Following these procedures, the pump¿s speed was decreased from 5000 rpm to 4800 rpm with increased volume; however, the low flow alarms continued not just in the morning but also during the daytime. The patient was reportedly asymptomatic during the events. To improve the patient¿s quality of life (qol), it was requested to have the hm3 low flow 2.0 software installed on the patient¿s primary and backup system controllers. Software 1.5.2 was successfully installed on controllers hsc-087143 and hsc-086323 on 13oct2021 per case numbers 182815 and 182816, without issue. The account reported that the low flow alarms decreased following the software upgrade. The patient was instructed to drink enough water going forward. The first controller event log file contained data from 07:44:56 through 09:09:05 on 12oct2020, per the timestamps. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.1-2.4 lpm. These faults resulted in 27 low flow hazard alarms lasting up to approximately 1 minute in duration. The second controller event log file contained data from 17:41:02 on 28oct2020 through 10:14:52 on 29oct2020, per the timestamps. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the upgraded low flow threshold of 2.0 lpm, to a range of 1.8-1.9 lpm. These faults resulted in 5 low flow hazard alarms lasting between 1 and 9 seconds, each. All of the observed low flow events appeared to be associated with elevated pi values. No other atypical events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number mlp-019707, with no further reported issues until mar2021, when the patient was seen again for additional low flow alarms. The relevant sections of the device history records for mlp-019707 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20feb2020. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The IFU addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient condition can result in low flow. Furthermore, the IFU and patient handbook address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files analysis revealed additional low flow events on(B)(6) 2020 and (B)(6) 020. The low flow events occurred when pi was elevated.